Event description:
It was reported a total hysterectomy was performed using the atw35 and tr35w reload on the broad ligament. The dr confirmed that he inspected the staple lines before closing, and there was no bleeding and it looked normal. The case was completed. The next day, 9/9/97, the dr noticed a drop in hemoglobin and decided to reoperate. Upon entering the pelvic cavity, he noticed a large hematoma located "behind the staple line." The hematoma measured about 8cm x 7 cm. He drained "about two pints of blood" from the hematoma, and transfused her with four units. The incision was closed with no further incidence. The dr felt the hematoma was directly related to the stapler.